Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as the dates of the multiple procedures are unknown. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. FDA registration #: (B)(4). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during a procedure performed on (B)(6), 2019. According to the complainant, during the procedure, it was noted that the protective sleeve of the balloon was not removed prior to use and detached inside the scope. Reportedly, the detached part was mistakenly left inside the scope and was used in multiple procedures on unknown dates before being discovered. The exact number of procedures is unknown. No patient complications have been reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.